Manufacturer narrative:
The contact inquired whether glutaraldehyde was used in the manufacture of sepramesh. Glutaraldehyde it is not a component of sepramesh, nor is it used in the manufacturing process. As such, there is no connection that can be made, between the patient's reported allergy to glutaraldehyde and the bard device used to treat the hernia. Additionally, the patient's symptoms did not present until 15 years post implant of the device. Based on the information provided the date of implant is an estimate as an exact date was not provided. Remains implanted.

Event description:
It was alleged that in 2001 the patient was implanted with a bard sepramesh for the repair of an incisional hernia. As reported over the past two years the patient has been experiencing a rash all over her body and was diagnosed with chronic idiopathic urticaria. In 2017, the patient had a skin patch test done and it showed the patient was allergic to glutaraldehyde. The contact inquired whether glutaraldehyde is used in this hernia mesh.